Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not properly attached alarm. No adverse effects were reported.

Manufacturer narrative:
Information was received on 30-dec-2020 indicating event date and indicating that there was no patient involvement in this event. Device evaluation completion date: 25-jan-2021: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the down stream occlusion (dso) sensor was non-reactive/defective and was the cause of the reported issue. Service will replace the dso sensor to correct the reported issue. Service will also perform a full preventive maintenance and all functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.